Event description:
Quad cane failed to support weight of pt. Handle cracked and became dislocated from shaft of cane. This was the second cane of the same type to have a handle crack and break off. The first cane was replaced by the MFR one year prior. Pt fel into both instances. Dates of use: (B) (6) 2009 - (B) (6) 2010.